Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation is in progress. The results of the investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that prior to a cryo ablation procedure the cryo console was displaying a system notice indicating the refrigerant path was obstructed. The coaxial umbilical cable and catheter were changed without resolve. The tank was changed and five inflations were performed, however no injections were done and no therapy was delivered. Prior to the cryo ablation procedure taking place, the console shut off randomly. Once the console was powered back on and the procedure was in progress, a system notice for a detected compromised outer vacuum appeared. The catheter, auto connection box, and electrical umbilical were replaced. At this time a system notice appeared indicating that the system did not recognize the catheter. The caller replaced the old auto connection box as they didn't have any more catheters. The account was able to enter the therapy screen on the cryo console unit, however, the system notice indicating a compromised outer vacuum reappeared. The case was aborted without any ablations taking place and the patient was und ergeneral anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and field service engineering report (fser) were returned and analyzed. Data files show system notice (B)(4), a system notice was received indicating that the refrigerant delivery path was obstructed, occurred at injections one through five with the first balloon catheter as well as injection eight and nine of the second balloon catheter. Data files also show system notice (B)(4), a system notice was received indicating that the safety system detected a compromised outer vacuum, occurred at injection one of balloon catheter number three used during the procedure. There were no ablations that were performed and no products were returned for analysis. Per the fser the field engineer was unable to reproduce the system notice indicating that the refrigerant delivery path was obstructed ((B)(4)) after several attempts with a test balloon catheter. The nitrous oxide tanks used during the procedure as well as the replacement tank used during the procedure were used on the console without being able to reproduce the issue. Both tanks were tested with a hygrometer and found to be within specification. The field service engineer was also unable to reproduce the system notice that was received indicating that the safety system detected a compromised outer vacuum ((B)(4)). Additionally, the catheter used during the procedure which caused the (B)(4) notice was used during the field visit and was used successfully with no system notices. During inflation testing, pressure was not holding in the reservoir of the console for the recommended time. Troubleshooting revealed a defective check valve seven (cv7). Additionally, during testing the low pressure regulator (lpr) was found to be out of specification. The cv7 valve was replaced and the lpr was adjusted. All other safety checks and console parameters were within specification and performance tests with test catheters were acceptable. In conclusion, the reported issues, a system notice was received indicating that the safety system detected a compromised outer vacuum and a system notice was received indicating that the refrigerant delivery path was obstructed, have been confirmed through data analysis but not confirmed through the fser. The additional reported issues of a system notice for the system not recognizing the catheter ((B)(4)) or the report of the console shutting down have not been confirmed through data files or the fser. Console (B)(4) failed the field service inspection due to an unadjusted low pressure regulator as well as a defective check valve (cv7). No products were returned for analysis. The console was tested and deemed safe for clinical use.